Event description:
Post market study reports patient suffered a right periprosthetic humerus fracture requiring plate and screw fixation. Original implantation performed in 2002.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. No further information received.